Event description:
The rep reported the device was used during a laparoscopic ovarian cystectomy. It was reported the either the pn120 or one of two 511sd. There was colonic injury possibly abrasion to the colon and vessel injury. The case was converted to open and the patient received three units of blood.